Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but has been discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during a meniscal root repair/right medial procedure, the knee scorpion needle, (B)(4), was loaded with 0 fiberlink that's included in the meniscal root kit. Device operated appropriately for the first passage however, upon the second passage of 0 fiberlink, the needle tip of the knee scorpion broke-off and failed to pass the suture. A secondary needle was opened and the 0 fiberlink was passed through the meniscus appropriately. Outcome was not affected by incident. Needle tip was not recovered and assumed to be left in the patient. Additional information provided (B)(6) 2017: the post-op x rays were just read and it does not appear that there is any metal item in the knee. The tip of the scorpion needle cannot be accounted for. The needle was unfortunately discarded after the case and was unable to be recovered to return for evaluation.